Manufacturer narrative:
Based on the claim against the product by the customer noting that the conductor wire insulation of the fenestrated bipolar forceps (fbf) instrument was peeled off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed and found to have damage to the conductor wire insulation at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test and delivered energy without any issues on three out of three attempts. There were no signs of arcing or thermal damage. The complaint regarding the reported issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the fbf instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the conductor wire insulation of the fenestrated bipolar forceps (fbf) was peeled off. Backup instrument of same kind was used to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The damage was first observed during the procedure. The instrument collided with the other instrument. There was no loss of cautery associated with the damage.